Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed failed battery test and the same issue is reoccurring from about a year ago. The alarm keeps reoccurring and the battery cap doesn't tighten properly. Customer's blood glucose was 120 mg/dl. The device is damaged along the batter cap thread. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined replacing the insulin pump and only wanted the batter cap replaced.